Manufacturer narrative:
(B)(4)

Event description:
This device alerted eos on (B)(6) 2018 via home monitoring. The patient received an MRI on (B)(6) 2018 without first having the device programmed in an MRI mode. The device was re-initialized and remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the battery status eos, detected on (B)(6) 2018 at 04:57 pm, leading to a notification via home monitoring to assure the patients safety. The data further showed a detection of strong magnetic fields at 04:42 pm, 15 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The MRI mode of the device was not activated. Please note, that an MRI scan without prior programming the device into MRI mode is not recommended. Subsequent damages to the electronic module cannot be fully excluded. Should additional relevant information become available, this investigation will be updated.